Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during normal use of the procedure, the tip of the corecath¿ became very charred and almost became disconnected because it burnt off the end. Activation occurred routinely and eventually almost burnt off the tip. Analysis conclusion: complaint confirmed: the heat shield is damaged and unaccounted for; however, it cannot be determined how or when the heat shield was damaged. Although the cause of the damage could not be fully determined based upon visual inspection, the condition of the returned device such that the heat shield, electrode wire, electrode cage, and the catheter tubing contained excessive amounts of tissue and coagulum suggest that user technique may have contributed to the failure. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis it was found that part of the heat shield on the corecath device was missing and unaccounted for; however, it cannot be determined how or when the heat shield was damaged.